Event description:
Customer reports reading of 200mg/dl and based insulin dosage on that reading, later customer became weak, would not move or talk, customer took sugar and the paramedics were called, they obtained a reading of 86mg/dl when they arrived. No further treatment required.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.